Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 34mm 5200 mitral ring was explanted after an implant duration of 2 months, 24 days due to unknown reason. The explanted ring was replaced with a 30mm 5200 mitral ring. The implantation data card indicated that the device explant was due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: h3: customer report of regurgitation secondary to structural deficiency could not be confirmed through visual observation. As received, the ring exhibited minimal host tissue overgrowth and x-ray demonstrated ring intact. The cloth was cut at multiple locations around the ring. Straight and even cuts across the cloth bundles were observed on some of the cuts. Updated sections: b5, d9, g3, h2, h3, h6 health effect - clinical code, and device code(s). H11 corrected data: h6 type of investigation. Based on the new information received, this event is no longer considered reportable.

Event description:
It was learned through implant patient registry that a patient with a 34mm 5200 mitral ring was explanted after an implant duration of 2 months, 24 days due to regurgitation. The explanted ring was replaced with a 30mm 5200 mitral ring. The patient outcome at the end of the procedure as stable.